Manufacturer narrative:
Unit was taken to customer's clinical engineering department for evaluation by biomedical engineer(bme). Bme did not find overtemp alarm messages in the alarm log. Unit was run for 3 hours with no observed issued. This unit recently had the compressor replaced during preventative maintenance. The unit was run overnight (14 hours) with no issues and returned to service. Another console was tested by occluding the air line on the compressor and was able to generate an over temp alarm and shut down. Verified that this alarm does not appear in the log file. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a sudden alarm "device over temperature threshold" and iabp entered stand-by mode. The end user attempted to troubleshoot device but was unable to restart pump so the console was exchanged with a back-up console. Upon connecting the pressure cable the new console was not registering the presence of a pressure cable and the transducer was unable to be zeroed. The iabp was functioning normally throughout the process and timing on the ECG trigger. However, end user was unable to successfully obtain pressure monitoring so decision was made to switch patient back to original iabp. Patient was safely transitioned and iabp was re-started at 1:1 timing without incident. At this time, another back-up iabp console was obtained in case of recurrence. Approximately 1 hour later, console entered standby mode and re-alarmed for "high temperature". Patient was quickly transitioned to new back-up unit and no further alarms were noted. No patient harm, serious injury or adverse event was reported. This report is for the initial device used with the over temperature alarm. The replacement pump is being reported separately on medwatch 2249723-2022-00477.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7 h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.